Manufacturer narrative:
(B)(4).

Event description:
The patient reported that neither their patient programmer nor recharger worked. The patient was not able to turn on their implantable neurostimulator (ins). This issue started right after implant where the patient could not turn on the ins but then it was resolved and working fine. On (B)(6) 2016 they charged their ins for several hours and they were walking around with it and had the ins on while charging. The ins was fully charged. When they tried to use their programmer on (B)(6) 2016 they could not get their ins to turn on. The next day they were able to get their ins to turn on again but at the time of the report it would not turn on. The patient had not been able to turn their stimulation on since (B)(6) 2016 and the patient was not feeling stimulation. The patient used their programmer and it showed a sync screen and then it showed a "charge ins battery" screen. The patient noted that they recharged their ins for a minute the night prior to the report with full coupling and then the recharger beeped and said the patient was completely charged. It showed the patient a black battery. It was reviewed that the patient might have been confusing the battery icons and the programmer appeared to be functioning normally. The patient did not have their recharger with them at the time of the report for troubleshooting. The patient was implanted for spinal pain and failed back surgery syndrome. No interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they resolved the lack of stimulation/the implantable neurostimulator not turning on by being walked through how to reset it.